Event description:
The reporter stated that the surgeon was inserting a three piece silicone lens model aq2003v and the lens tore. The surgeon had to enlarge the incision to remove and replace the lens, and used a suture to close the incision.